Event description:
It was reported to philips that the test error always triggers the alarm. There was reportedly no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor for which a part was ordered for replacement and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.